Manufacturer narrative:
Additional information was received indicating the event date. Awaiting completion of device evaluation. Updated fields: date of this report, device available for evaluation.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The inspection of the returned device showed the battery was missing and battery compartment was damaged. The faceplate of the device was bent. Internal inspection showed additional damaged components. The evaluation determined the device had been damaged as a result of an impact during use.

Manufacturer narrative:
One level 1 trauma fast flow system was returned for analysis in good condition. An eight hour run tests as performed with different f-30 disposables filter and the device did not alarm. The reported issue of the air detector being sensitive was not confirmed, as there was no issue with the device.

Event description:
Information was received indicating that the alarms to a smiths medical pneupac® parapac® ventilator were observed to not be working. The battery and cap were reported to be missing. There were no reported adverse effects.